Manufacturer narrative:
Insulin pump received with critical pump error due to corroded electronic assemblies. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to critical pump error. Insulin pump received with corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay and cracked case (battery tube). The p-cap does lock properly.

Event description:
Information received by medtronic indicated that the insulin pump had critical error and had blank display, but they can still hear it beeping. Customer stated that insulin pump had neither been bumped nor dropped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.